Manufacturer narrative:
(B)(4). The device is still in use, and was not requested for evaluation. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for over temp fluid delivered was not confirmed. The cause was undetermined. Due to additional therapies being performed after the date of the reported difficulty and overwriting the previous log information, there is no event log data available from the occurrence date. A service history review (shr) revealed that no issues that may have contributed to the over temp fluid delivered. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
While following-up with a caregiver, product surveillance received a report from the caregiver that the solution bag had over-heated. The caregiver explained there were no issues with the disposables they were using. The caregiver stated the heater bag got very hot and the caregiver had to start over with new supplies. No injury or medical intervention was reported.